Event description:
Issue was encountered upon a device interrogation: aida (device memories) could not be loaded and the cpr3 (programmer head) could not be initialized. An investigation is required.

Event description:
Issue was encountered upon a device interrogation: aida (device memories) could not be loaded and the cpr3 (programmer head) could not be initialized. An investigation is required.